Event description:
During a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The lesion was located in a calcified left anterior descending (lad) artery. It was predilated with a 2.0x15mm voyager balloon. The physician attempted to advance the taxus express2 2.5x20mm drug eluting stent across the lesion but was unable to do so due to the heavy calcification. The physician tried to remove the stent delivery system but the stent became dislodged in the calcium. The stent was post dilated at the point of dislodgement. The physician predilated again and placed another stent in the lesion location. No patient complications occurred. Patient status is satisfactory.